Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2017-32888 and 2017865-2017-32890. During a follow-up, there were several episodes of noise on the right atrial (ra) and right ventricular (rv) leads that resulted in a high ventricular rate and automatic mode switching (ams). The ra lead noise was due to electromagnetic interference (emi). No intervention was performed and the patient was stable and will continue to be monitored.